Manufacturer narrative:
Correction: additional information indicates that there was no intervention taken on this device. Lead remains implanted and functional. This device is no longer considered reportable.

Event description:
Additional information indicates that only one of the patients leads. There was no intervention taken on this device. Lead remains implanted and functional.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07243. It was reported that patient experienced ineffective therapy, x-ray imaging revealed that leads migrated. As a result, surgical intervention may be undertaken to address the issue.